Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down button was difficult to press. No additional information was available at this time. There is no reported adverse event with this complaint. This allegation is being reported due to a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.